Manufacturer narrative:
(B)(4). Information was received via medwatch report mw5056122. This report is for the first in a series of consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00508.

Event description:
It was reported the medical doctor was inserting the guide wire in place and the guide wire came apart shearing in the patient. Follow up information stated that the guide wire unraveled but did not separate. The medical doctor attempted another guide wire from a new kit. There was a delay in treatment with no patient harm and no patient death or complications reported. The patient outcome was good.

Manufacturer narrative:
(B)(4). The reported complaint of the guide wire unraveled was confirmed through visual examination of a returned photograph. The photograph depicted a guide wire that was protruding from the bevel of a needle at a 90 degree angle. Approximately 3-5 cm of guide wire as protruding and the coil wire was unraveled and stretched. No core wire was observed, confirming that the wire was broken. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.